Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette bladder leaked during compounding. There was patient involvement but no patient harm.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no discrepancies. Functional testing was able to confirm the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.